Manufacturer narrative:
This report is being supplemented to provide additional information based on the device malfunction from the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The issue occurred during preparation for use and during the therapeutic procedure. The intended procedure was completed with another similar device. There was no reported delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomena were not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos camera head had e216, e226/e228 scope communication code error displayed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issues were not confirmed; a full technical evaluation was completed in accordance with the manufacturer's specification, and the results did not show any issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.